Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.